Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. (B)(4).

Event description:
Sixel-doring, f., trenkwalder, c., kappus, c., hellwig, d. Skin complications in deep brain stimulation for parkinson¿s disease: frequency, time course, and risk factors. Acta neurochir (wien). 2010; 152(2): 195-200. Summary: we conclude that parkinson¿s disease (pd) patients have a risk for skin complications after deep brain stimulation (dbs) as long as the system remains in situ and there are at present no identifiable risk factors for skin complications after dbs, other than pd itself. Reported events: a male patient with deep brain stimulation (dbs) for parkinson's disease (pd) experienced ¿skin complications¿ at the implantable neurostimulator (ins) site. It was clarified that the patient developed an infection at the ins site following a hematoma after a fall, which tested positive for (B)(6). The dbs system was explanted. After successful eradication, his general health deteriorated to a point where it was no longer considered safe to expose him to elective surgery. Listed as associated factors was disease progression with postural instability and frequent falls and recurring gastrointestinal bleeding with general deterioration of health. Signs of infection included local inflammation and putrid secretion. Bacterial cultures were performed in all skin complications and diagnosis of infection was confirmed. It was reported that either 3389 or 3387 leads were implanted and an unknown number of 7495 extensions. All patients were noted to have received 7428 implantable neurostimulators. It was not possible to ascertain specific device serial numbers from the article or to match the reported event with any previously reported event. Follow-up to the article¿s corresponding author has been requested for patient/device info, event dates, to clarify which interventions/outcomes occurred for which events, and for additional missing required fields. A supplemental report will be submitted if additional information is received.